Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed main voltage circuit card. The device was evaluated upon receipt. The device was found to not pass calibration. Pm needed. The main voltage circuit card was found to need replacement. The device was found to no pass calibration. The main voltage circuit card was replaced. The device passed testing per the service manual procedure. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per (B)(4), the arctic sun device not passing calibration and the main voltage circuit card needed to be replaced. Per additional information received via task on 05feb2026, they changed this board and the unit passed the calibration.